Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll and reported that a patient's garment was rubbing under her breasts, causing an irritation. The patient's physician recommended a salve for the irritation. Follow-up indicated that the irritation had healed.